Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that slight decrease in r waves was observed. A dft test was successfully performed with efficient defibrillation. Programming changes were recommended to avoid undersensing of the small vf signals. However, programming changes were not performed. Patient condition was good following the event.